Manufacturer narrative:
(B)(4). This lot was manufactured april 24, 2014 to april 25, 2014 evaluation summary: the device was returned for evaluation. Visual inspection showed no signs of physical abnormality. A functional flow rate test was performed on the unit, and the flow rate was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The total fill volume was 230ml: fluorouracil 90ml and saline 140ml (non-baxter products). There was no patient injury or medical intervention associated with this event. No additional information is available.